Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device was implanted. After the procedure, the patient had a pericardial effusion. A pericardiocentesis was performed, and 350cc of fluid was removed. The patient status was reported as stable.

Event description:
Subsequent to the previously filed report, additional information was received that the 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amulet steerable delivery sheath. The patient was in sinus rhythm during the procedure. The transseptal puncture was inferior mid. Heparin was administered, and the activated clotting time (act) level was 420 seconds. The guidewire used was in the left superior pulmonary vein and was never in the left atrial appendage. The occluder was implanted with zero recaptures. The implanter believed that the 25mm amplatzer amulet occluder caused the effusion.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-pericardial effusion) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation could not be determined the cause for the reported event. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.